Event description:
The customer reported that this unit had a battery connection problem.

Manufacturer narrative:
(B)(4): the customer reported that this unit had a battery connection problem. This complaint is not being investigated. A follow-up report will be submitted upon completion of the investigation.